Manufacturer narrative:
The device was returned for evaluation. A visual inspection revealed that there was a kink in the imaging window assembly. There were no observed detached or abnormalities along to sheath. A functional inspection revealed that the catheter flushed normally when the imaging core was fully retracted and fully advanced and no issues were found during the testing.

Event description:
It was reported that a catheter as fractuted. A stenosed target lesion was located in the severely calcified right coronary artery. A opticross ic catheter was selected for use in a percutenaous coronaty intervention. During the procedure, the catheter was fractured. The device was completely removed. No patient complications were reported and the patient was stable post procedure.

Event description:
It was reported that a catheter as fractured. A stenosed target lesion was located in the severely calcified right coronary artery. A opticross ic catheter was selected for use in a percutenaous coronaty intervention. During the procedure, the catheter was fractured. The device was completely removed. No patient complications were reported and the patient was stable post procedure.